Event description:
A possible malfunction of the defibrillation sync function of the device was reported. Initial visual inspection of the device showed damage to the unit and need for repair. No death or serious injury is associated with this record. Ge healthcare¿s investigation is ongoing. A follow up report will be submitted once the investigation has been completed.